Manufacturer narrative:
On 10/29/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, during evaluation of the sample, it was observed a tear measuring approximately 12 cm running from the anterior to the posterior aspect. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. It is unknown at the time if the implant will be available for return. Once more information is known, a supplemental will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: a mentor smooth round moderate plus profile 475cc , catalog 3502475, serial number (B)(4), lot 6730860. Note: facility information: (B)(6) . Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 475cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal without replacement on (B)(6) 2019.